Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Evaluation of the implantable catheter serial# (B)(4) revealed damage to the transition tubing, and revealed significant twisting of the catheter body that may have affected infusion. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for malignant pain. It was reported that a pocket revision occurred for a new proximal portion of the existing catheter on (B)(6) 2017 due to it getting difficult to refill the pump. It was reported the pump was flipped because of twiddler¿s syndrome, and the pump was always upside down, and had to be repositioned for pump refills. The existing proximal portion of the catheter was all coiled up. The catheter issue was due to the repeated manipulation/flipping of the pump in the pocket. It was unknown when the issue began. The pocket revision was done for a better, tighter, and more firmly tacked down pump. The damaged proximal piece of catheter was stressed and part of the smooth outer portion was "braided and missing." The damaged catheter segment was being sent back to the manufacturer. It was stated that the patient was a cancer pump patient. The representative did not know the intrathecal drugs for the patient¿s pump. There were no further complications anticipated/reported. Additional information was received from a manufacturer representative. The proximal catheter segment was replaced with an ascenda model pump segment. The catheter was returned to the manufacturer. Additional information was provided by the manufacturer representative and healthcare provider. At the time of the patient's previous visit, the patient¿s weight was (B)(6). The following vitals were provided: bp 153/73 131/73 126/94, temperature 37.4 °c (99.3 °f), (B)(6).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.